Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient: therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 04 mar 2024 during a tubing replacement, the tubing was unable to be replaced due the "saucer being buried. At the time of report, surgery was scheduled to remove the tube.